Event description:
It was reported that the casters were damaged making the bed difficult to move. There was pt involvement but it was unk whether there were any adverse consequences.

Manufacturer narrative:
Customer sent replacement casters.